Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the 4568 lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. A visual analysis was only performed. (B)(4) the proximal segment of the 4092 lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. A visual analysis was only performed.

Event description:
It was reported that the atrial and right ventricular (rv) leads had elevated thresholds. Also reported was "left shoulder/arm jumping" when the atrial lead is programmed unipolar. The atrial lead also had poor sensing. Both the atrial and rv leads were explanted and replaced. No patient complications were reported as a result of this event.